Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Manufacturer report number 9616066-2018-00929 for lot# 18015153 is associated with the new manufacturer report number 9616066-2018-01540.

Event description:
The customer reported fluid leaked from the pca tubing at the tubing-to-male luer engagement during epidural infusions. There was no report of patient harm. Although requested, no specific event dates or patient information was provided.

Event description:
The customer reported fluid leaked from the pca tubing at the tubing-to-male luer engagement during epidural infusions. There was no report of patient harm. Although requested, no specific event dates or patient information was provided.

Manufacturer narrative:
The customer provided a photo pointing to the leak location, however the photo did not show an actual leak. The root cause was not identified.